Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): under infusion - under infusion tpn 1500ml out of 1500ml has not infused over 18 hours. MFR ref number 9610825-2014-00063.